Manufacturer narrative:
I-sens retrieved the complaint meter and analyzed the cause of incorrect reading. The result of control solution test, with returned meter and normal strip, was 90mg/dl which was lower than standard range (n: 120~162mg/dl). As a result of disassembling a meter, the counter pin was displaced and it caused of contact failure with connector pin and test strip electrode. For counter pin, it can be displaced if the test strip inserted the squared end pointing toward the device. When the connector pin is displaced, the contact between meter's connector and strip is unstable. It will affect electrical current and may be resulted in low reading. As reviewing corresponding meter's qc inspection record, it has been confirmed that the returned meter displayed normal measured value when performing a blood glucose test simulation test and passed. Thus, it is assumed that the customer did not fully understand how to test blood glucose using with product so that the customer mistakenly inserted the squared end pointing toward the device on first use.

Event description:
Customer just received a glucocard shine xl meter recently and has only received readings of 80mg/dl in the 10 tests they have done. Customer did a control solution test and this came back as 80mg/dl as well, which is outside the range on their bottle. I told customer we can replace the meter and all other products used including test strips and control solution. I explained the return process as we would like these back for testing. I also explained the shipping times and told them to call back if they do not receive it in 3-5 business days. Customer had no further questions for me. Replaced meter, strips, cs and sent rl.